Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID scanner was not recognized. A field service engineer (fse) tested the bio-ID scanner and observed no faults. The fse reseated the usb cable on both ends and retested the scanner. A scanner test was then run using the hardware test application. The customer logged in using a fingerprint, and the scanner functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bio ID scanner was not recognized. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.